Manufacturer narrative:
Based on the information provided on 15-dec-2017, kci is reporting this event due to the patient's report of experiencing an infection requiring antibiotic therapy, however, kci could not determine that the alleged event was related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. As of 14-jan-2018, kci had no indication from the information provided to suggest the activ.a.c.¿ ion progress¿ remote therapy monitoring system caused or contributed to the wound infection. Kci could not determine that the alleged event was related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Based on the additional information obtained on 20-aug-2019, kci's assessment remains the same; it could not be determined that the alleged event was related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The nurse could not confirm if the infection was related to the activ.a.c.¿ ion progress¿ remote therapy system. The activ.a.c.¿ ion progress¿ remote therapy monitoring system passed quality control checks and met specifications before and after placement with the patient. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On 15-dec-2017, the following information was reported to kci by the patient: the physician removed the activ.a.c.¿ ion progress¿ remote therapy monitoring system for one week allegedly due to a wound infection that required antibiotic therapy for 10 days. No additional information was provided. On 20-aug-2019, the following information was reported to kci by the wound care nurse: a wound culture was performed that was positive for (B)(6), and the patient was placed on antibiotic therapy for ten days with an activ.a.c.¿ ion progress¿ remote therapy hold for one week. She could not confirm if the infection was related to the activ.a.c.¿ ion progress¿ remote therapy system. Per records review provided on 20-aug-2019: the physician noted on 22-dec-2017 that on (B)(6) 2017, the patient presented to the wound clinic for follow-up of venous stasis and lymphedema with diabetes and necrobiosis diabetic lipoidica. The patient's "anterior leg wound has markedly deteriorated this past week. It has been a moderately severe malodor and it is about 60% black. The measurements were noted as increased. He was to be using the wound vac this past week and the patient said it did not look that way on wednesday, so I think that he probably has an infection, because we have withdrawn the antimicrobials were using. I am placing him on augmentin 875 mg twice daily for 10 days. We did obtain a wound culture. The wound vac is going to be on hold for one week... We are going to continue with the unna boot on the patient's right leg." A wound culture was taken on (B)(6) 2017. The "run time" was noted as 22-dec-2017 and exhibited positive results for stenotrophomonas maltophilia, (B)(6), and streptococcus anginosus. Per review of kci records, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was re-applied on (B)(6) 2017 and was discontinued on (B)(6) 2018. On 24-nov-2017, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On 27-nov-2017, the device was placed with the patient. On 15-mar-2018, the device was tested per quality control procedure by kci field service and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.